Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a sheath with dilator. The dilator body was received broken off from the dilator hub. The dilator hub was not returned with the device. The dilator tip appeared typical. The inner diameter of the dilator tip met dimensional specifications. Risk document has been completed. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the dilator hub separating is confirmed. Nonconformance (B)(4) has been initiated to investigate the cause of the breaking and separation of the dilator hub from the dilator body. The root cause of the separation is undetermined.

Event description:
See MDR #3010532612-2016-00003 for the first event involving the same patient. It was reported that "during removal of the super arrow-flex (saf) dilator the tip of the dilator remained (sheared off) in the vessel. Additional information received on 28jan2016 stated the event involved a male patient in the cath lab. During the insertion the dilator broke below the holder prior to insertion into the vessel. There was no death, injuries or complications. There was a delay / interruption in therapy with no harm as the product was replaced with a (B)(4) and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
See MDR #3010532612-2016-00003. For the first event involving the same patient. It was reported that "during removal of the super arrow-flex (saf) dilator the tip of the dilator remained (sheared off) in the vessel. Additional information received on 28jan2016 stated the event involved a male patient in the cath lab. During the insertion the dilator broke below the holder prior to insertion into the vessel. There was no death, injuries or complications. There was a delay / interruption in therapy with no harm as the product was replaced with a cl-07045 and the procedure was completed successfully.